Event description:
It was reported that the patient's leadless pacemaker was in backup mode. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received indicates that the device was re-interrogated and found functioning appropriately again.